Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample in pending. The investigation of the reported event is currently underway. Expiry date: 08/2024.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery via contralateral common femoral artery, about twenty seconds after initial activation, the device allegedly stopped aspirating. It was further reported that when the catheter was removed for flushing, the helix of the device allegedly detached and remained inside the patient body. Reportedly the detached segment was removed using sheath. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery via contralateral common femoral artery, about twenty seconds after initial activation, the device stopped aspirating. It was further reported when the catheter was removed for flushing, the helix of the device allegedly detached and remained inside the patient body. Reportedly the detached segment was removed using sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation and a physical investigation was performed for the catheter. The helix was broken at 18 cm distance from the tip of the catheter. It can be confirmed that the helix was broken. Therefore, the investigation is confirmed for the break issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.